Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. When reviewing the procedure logs, there were several errors 121 with p1 value 1 which means: a console hrsv internal backlight alarm is set. The alarm is set after 5 continuous minutes of not being able to maintain the desired brightness level on the right monitor. The monitor was installed in the pca system, the system started up without any errors; 10 power cycle was performed without any issues also, booted up the system in normal mode and let it idle for 10 minutes without issues however, the monitor have rust on the rear side.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced hrsv monitor to resolve the intermittent warmup message. The system was tested and verified as ready for use. Isi has requested the hrsv monitor involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to laparoscopy due to no image in the hrsv monitor that render the da vinci system in a not acceptable state. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted surgical procedure, the system had no image on the right eye of the high resolution stereo viewer (hrsv) and there was a message on the screen to warmup counter. The customer already performed hard power cycle, still the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found no errors related to the complaint. The vision side cart (vsc) had vision in both eyes. No video cable was attached to the personality module surgeon console (pmsc) . The tse suggested for one more hard power cycle, still the issue persisted. The procedure was converted to laparoscopy with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred prior to start post anesthesia and it is unknown if ports were placed or not. The reported issue occurred during initial system startup. It is unknown if the system functionality was checked upon powering on the system. The procedure was converted to laparoscopy. The issue was resolved after fse site visit.